Manufacturer narrative:
The insulin pump received with no (act, up,b and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify unexpected restart alarm due to buttons not responding.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unresponsive buttons on (B)(6) 2017 with a blood glucose of 137 mg/dl and an unexpected restart on (B)(6) 2016 with an unknown blood glucose level. The customer also stated that the buttons were unresponsive, and the battery was removed, resulting in an unexpected alarm that could not be cleared due to the unresponsive buttons. Troubleshooting for button error/keypad anomaly was performed. The customer also stated that there was no significant event leading to the keypad issues and that the time on the clock advanced when monitored for one minute. Unexpected restart troubleshooting was performed. The customer reported that there was no temp basal programmed prior to the unexpected restart alarm and that insulin pump was not stored or not in used for an extended period of time. The customer also stated the alarm occurred shortly during battery change. The customer was advised to remove battery and insert new battery but they did not have a new battery. Per both troubleshooting, the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.